Manufacturer narrative:
Review of angiogram images during implant revealed that the main device was brought up the right side, deployed just below the lowest left renal artery, and extended distally into the right common iliac artery. The contra limb was implanted into the gate and deployed distally into the left common iliac artery. Final angiogram showed contrast blush outside the stent graft primarily from the patient¿s left (contra) side just above the level of the aortic body. The location appeared to be near covered spring #4 <(>&<)> 5, just distal to where the aortic body was slightly narrowed between spring #3 <(>&<)> 4 near the top of the aaa sac. During angio injection from within the stent graft near the flow divider contrast was seen coming from the stent graft along the length of the overlapping contra gate, and was also seen with the injector placed directly at the stent graft fabric between covered springs 3 <(>&<)> 4. The cause and type of endoleak could not be confirmed from the images provided. Although a type iii fabric endoleak is possible, this blush type endoleak appears more likely to be a type IV endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The endurant bifurcated stent graft was implanted from the right and the endurant limb was implanted from the left side. It was reported that after implant of the endurant stent grafts, an endoleak appeared in the proximal part of the main body. The physician classified this as a type iii endoleak, fabric. Modelling with a reliant balloon did not help and in the final angiography the endoleak was still visible. Physician finished the procedure and will monitor the patient. No clinical sequelae were reported and the patient is fine.